Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a call for draining slowly, this male peritoneal dialysis (pd) patient reported being treated for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to complaints of abdominal pain and cloudy pd fluid. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1,500mg every 5 days and ip ceftazidime 2g daily (duration not provided). The initial cultures results grew gram-positive cocci in clusters (no organism). The final results have not been documented. The patient¿s white cell count was 3,080 with 80% polymorphonuclear (pmn) cells. The patient had a repeat cell count on (B)(6) 2025. The white cell count was 40 with 11% pmn cells. Additionally, the pd fluid went from turbid on the initial draw to clear. The patient¿s vancomycin trough was low, so the dose was increased to 1,750mg on (B)(6) 2025. The patient was not hospitalized and continues to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was due to the patient not masking during treatment connection and disconnection.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis event and the use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis event was attributed to the patient not masking. This is supported cause of the culture result of gram-positive cocci. Gram-positive bacteria are primary causative organisms of peritonitis mainly caused by contamination. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a call for draining slowly, this male peritoneal dialysis (pd) patient reported being treated for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to complaints of abdominal pain and cloudy pd fluid. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1,500mg every 5 days and ip ceftazidime 2g daily (duration not provided). The initial cultures results grew gram-positive cocci in clusters (no organism). The final results have not been documented. The patient¿s white cell count was 3,080 with 80% polymorphonuclear (pmn) cells. The patient had a repeat cell count on (B)(6) 2025. The white cell count was 40 with 11% pmn cells. Additionally, the pd fluid went from turbid on the initial draw to clear. The patient¿s vancomycin trough was low, so the dose was increased to 1,750mg on (B)(6) 2025. The patient was not hospitalized and continues to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was due to the patient not masking during treatment connection and disconnection.